Event description:
Unit displays 'defib comm error'

Manufacturer narrative:
Evaluation of the device indicated that the reported problem was caused kby intermittent connection in u25 of the defib board. The device was repaired per our preventative maintenance procedures speciffically developed to resolve "defib comm error". After performing the procedure, the "defib comm error" cleared and could not be reproduced. The device was tested and found perform in accordance with it specifications.